Manufacturer narrative:
As reported, when a 6f-7f mynx control vascular closure device (vcd) was being prepped, the balloon popped. So, they opened a second 6f-7f mynx control which also popped on prep. Manual pressure was held for 15minutes to which hemostasis was achieved and maintained. There was no reported patient injury. The users were up in the or doing a leg endarterectomy. They were certified and trained on mynx prep and deployment steps. The devices were kept in optimal storage conditions and were prepped according to instructions for use (IFU). The devices were never inserted into the body as the balloons popped during prep. The devices were never inserted into the patients body. The mynx vcd was prepped according to IFU instructions. 145222-1 the product was not returned for analysis. A product history record (phr) review of lot f2016002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 145222-2 the product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The syringe was not connected to the device. The sealant remained in the manufacturing position. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 1.5 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f2100505 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The reported ¿balloon loss of pressure-during prep¿ could not be confirmed in the other device as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as forceful inflation, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot# f2016002 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 6f-7f mynx control vascular closure device (vcd) was being prepped, the balloon popped. So, they opened a second 6f-7f mynx control which also popped on prep. Manual pressure was held for 15 minutes to which hemostasis was achieved and maintained. There was no reported patient injury. The users were up in the or doing a leg endarterectomy. They were certified and trained on mynx prep and deployment steps. Devices were kept in optimal storage conditions and were prepped according to instructions for use (IFU). The devices were never inserted into the body as the balloons popped during prep. The device was never inserted into the patients body. The mynx vcd was prepped according to IFU instructions. The first 6f-7f mynx control will not be returned for analysis as it was thrown in the trash. The second 6f-7f mynx control is expected to be returned for analysis.